Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, pump won't run" message. The caller was assisted to clamp the line. The settings were reviewed, the pump was turned off, and the cassette was removed. The caller reported one small air bubble as well. The tubing was massaged while pressing the green flow stop. The cassette was tapped on on a hard surface and reattached. The pump was turned on and the alarm persisted. The rv was 87.7, rate 2, and 4.3 was given. There was no patient, or clinician injury associated with this occurrence.